Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter and tubing came apart.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8197833; the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Manufacturing ¿ although the unit was not returned for evaluation; given the trend identified by the qda for this defect and lot number, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter and tubing came apart.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter and tubing came apart.

Manufacturer narrative:
Additional information: medical device lot #: 8197833, medical device expiration date: 6/30/2021, device manufacture date: 7/16/2018.

Manufacturer narrative:
Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, picture, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter and tubing came apart.

Event description:
It was reported that the bd nexiva closed IV catheter system and tubing came apart.

Manufacturer narrative:
The catalog # has been changed to what the customer reported in attached documents. The following fields have been updated: it was reported that the bd nexiva closed IV catheter system and tubing came apart. Medical device brand name: bd nexiva closed IV catheter system. Medical device catalog#: 383537. (B)(4).